Event description:
It was reported that the patient had infection at the device pocket. The physician explanted the active system ¿ the implantable cardioverter defibrillator, the right ventricular lead and the right atrial lead due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.